Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred with ultrafiltration (uf) of 1903 ml during cycle 4. The largest prescribed fill volume was 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.